Event description:
On (B)(6) 2013, a reporter contacting animas alleging that their pump's display screen had become difficult to read. This issue is being reported because it could not be resolved at the time of the reporter's contact with animas. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/27/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2013 with the following findings: the pump booted to the verify screen with a dim pink contrast. The oled screen was removed and replaced with a new test screen which caused the contrast to return to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.